Manufacturer narrative:
Biomérieux conducted an internal investigation: internal testing of the customer's strain confirmed the customer's results (noid). The strain was sequenced (soda) and the result is streptococcus infantis 95%. This species is not included in the vitek® ms knowledge base clinical v3.0, so the system performed as expected.

Event description:
A customer in (B)(6) reported to biomérieux a misidentification of an expectoration sample in association with the vitek ms ds slide. The isolate was cultured on cos (columbia + sheep blood) media for 24h/37°c in atmosphere co2, and tested with the vitek ms which gave a no identification result. The sample was tested using the vitek 2 and the identification was streptococcus mitis/oralis. The customer subcultured the isolate on cos and retested with vitek ms which duplicated a no identification result. The customer reported the vitek 2 result to the physician. The incorrect result was not reported to the physician and did not impact the patient results or treatment. The customer reported there was a delay in reporting results of an additional 24-48 hours. The test reports and isolate were requested from the customer. An internal biomérieux x investigation will be initiated.